Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 385 - 600 mg/dl with high ketones. Customer addressed the elevated bg with a bolus via the pump. Reportedly, the customer was re-using insulin. Tandem clinical support informed customer that re-using insulin is off label per the tandem user guide. The customer went to the emergency room and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, glucose, dextrose, and potassium chloride. Treatment resolved the issue and there was no permanent damage. Customer declined follow up from tandem customer technical support to obtain the hospital release date. Cts walked caller through a pump system check and confirmed pump is functioning as intended. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).